Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional copilot bbcv, guide wire acc.kit /copilot device(s) referenced in b5 is/are filed under separate medwatch report number(s).

Event description:
It was reported that during a procedure, contrast was noted to flow back into the cap [main hole] of six copilot bleedback control valves (bbcv). The catheter connection was also noted to be loose. There was no adverse patient effect reported and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported leak and the reported loose / intermittent connection were unable to be confirmed. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a device history record (DHR) review and a review of the complaint handling database was not performed because the lot number was not reported. As the reported difficulties were unable to be confirmed during return analysis, it is possible that the cap seal was not fully tightened thus resulting in the reported leak difficulties. Additionally, it is possible that the devices were not properly aligned and/or not fully connected/tightened while attempting to connect resulting in the reported loose/intermittent connection difficulties; however, this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D1 correction: brand name updated d2a correction: common device name updated d3 correction: name, address updated.